Event description:
It was reported that after implant the patient never did a follow-up. However, the patient was now in for a follow-up visit and upon interrogation the programmer detected that the device had a lockup eri (elective replacement indicator) condition. The device's programming was restored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. False elective replacement indicator (eri) was indicated due to measurement system lock-up. Reset of the device cleared the lock-up condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.